Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be defective and it was explanted. Patient was left aphakic and sent home, and the surgery was planned. There are four medical device reports associated with this patient. This is 3 of 4. Additional information was requested, but further no information was available.